Event description:
A home healthcare nurse in (B)(6) contacted customer service for assistance with the customer's 2 contour link meters. The child's blood glucose was tested using both meters and readings of 112 and 41 mg/dl were received. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned to the us for evaluation. Replacement test strips and 2 new meters were sent to the customer.

Manufacturer narrative:
For the meter that read 41 mg/dl, a different lot of test strips was used. Contour test strips. Product code: not provided, lot number: 1bc3a05, expiration date: 02/28/2013, manufacture date: 02/2011.